Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the bottom portion of the pod adhesive detached from the skin at the infusion site on the arm after approximately 24-36 hours of pod wear, resulting in the cannula becoming dislodged and insulin leaking. The patient reported that while driving, her blood glucose levels increased significantly, and she developed dizziness, severe pain, and difficulty thinking clearly. She pulled to the side of the road and subsequently lost consciousness, later awakening in an ambulance after calling 911. The patient remained in the ambulance for approximately 30 minutes, declined transport to the hospital, and reported that she was diagnosed with ketoacidosis. No treatment details were provided for the ambulance encounter. The patient further stated that she intended to seek hospital care later the same day due to ongoing high blood glucose levels (in the 300s) and positive ketone results. It was further noted that blood was visible in the viewing window upon removal of the pod. No further information was provided.